Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the ins was replaced after not being able to charge it anymore. The patient stated they went to their healthcare provider (hcp) to try to charge, and their hcp told them the battery needed to be replaced. The replacement was done after 9 years of implant, but the patient did not know if it was due to normal battery depletion. No further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.